Event description:
The report is from the study. The pt was a male the pt had a history of hyperlipidemia and hypertension. The target lesion was the right proximal internal carotid. Pre-procedure stenosis was 84%. Lesion length was 22.07mm and diameter was 3.06mm. The lesion was concentric, circumferential, severely calcified and moderately tortuous. The lesion was pre-dilated. A precise rx 8 x 40mm stent was deployed at the target lesion. There was no stent malfunction or resistance to the pta. Post-procedure stenosis was 20%. An angioguard rx (size 6 basket) was deployed and retrieved successfully. There was debris in the basket. A neurological deficit appeared post stent deployment and was present when the pt left the angiography suite. During the procedure, the pt had sudden onset left visual field loss which was diagnosed as a ischemic stroke. Recovery was partial with minor residual.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-01988. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.